Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Additionally, process capability review of the additive dispense quantity for the incident lot was performed and was found to be above the minimum capability requirement.

Event description:
It was reported that during use of the bd preset¿ arterial blood collection syringe had erroneous results. After two draws with the arterial blood collection syringe of the same lot the nurse used to different lot number and got normal results. There were three occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, nurse use abg to withdraw the blood, then hospital clinical laboratory found erroneous test results. The test result not match with patient's clinical symptoms. Then nurse re-withdraw the blood with same batch, test result also abnormal. Until (B)(6) 2019, nurse using another batch abg to withdraw the blood from patient, test result normal. The erroneous test results not been used.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd preset¿ arterial blood collection syringe had erroneous results. After two draws with the arterial blood collection syringe of the same lot the nurse used to different lot number and got normal results. There were three occurrences. Foreign complaint the following information was provided by the initial reporter: on (B)(6) 2019, nurse used abg to withdraw the blood, then hospital clinical laboratory found erroneous test results. The test result not match with patient's clinical symptoms. Then nurse re-withdraw the blood with same batch, test result also abnormal. Until (B)(6) 2019, nurse using another batch abg to withdraw the blood from patient, test result normal. The erroneous test results not been used.